Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed with transesophageal echocardiogram and fluoroscopy. 6,000 units of heparin was given after transseptal puncture. A watchman truseal access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. The 27mm wds was deployed, position, anchor, size and seal (pass) criteria was met, and the closure device was successfully implanted. The procedure was noted to be straight forward with no issues. A follow-up transthoracic echocardiogram (tte) completed that afternoon revealed that the closure device had embolized through the mitral valve and was positioned underneath the mitral valve. The patient was hemodynamically stable, and the decision was made to explant the closure device the next day under general anesthesia due to complexity. The following day, the patient was placed under general anesthesia, and the physician accessed the femoral artery and attempted to snare the closure device using a non-bsc grasping device but was unsuccessful. During this attempt, the device moved under the aortic valve with subtotal occlusion. The patient became unstable, and cardiopulmonary resuscitation (CPR) was commenced. The patient was placed on extracorporeal membrane oxygenation (ECMO) support and stabilized. The patient was sent to cardiac surgery where trans axillary access was used to successfully surgically retrieve the closure device. The patient was taken to the intensive care unit (ICU) and placed on a ventilator without ECMO. While in the ICU, a tte was performed which identified a pericardial effusion (pe). A pericardiocentesis was successfully performed. Later that day, the patient's hemoglobin progressively dropped. The patient subsequently passed away. The cause of death was due to hemorrhagic shock with diffused bleeding.

Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed with transesophageal echocardiogram and fluoroscopy. 6,000 units of heparin was given after transseptal puncture. A watchman truseal access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. The 27mm wds was deployed, position, anchor, size and seal (pass) criteria was met, and the closure device was successfully implanted. The procedure was noted to be straight forward with no issues. A follow-up transthoracic echocardiogram (tte) completed that afternoon revealed that the closure device had embolized through the mitral valve and was positioned underneath the mitral valve. The patient was hemodynamically stable, and the decision was made to explant the closure device the next day under general anesthesia due to complexity. The following day, the patient was placed under general anesthesia, and the physician accessed the femoral artery and attempted to snare the closure device using a non-bsc grasping device but was unsuccessful. During this attempt, the device moved under the aortic valve with subtotal occlusion. The patient became unstable, and cardiopulmonary resuscitation (CPR) was commenced. The patient was placed on extracorporeal membrane oxygenation (ECMO) support and stabilized. The patient was sent to cardiac surgery where trans axillary access was used to successfully surgically retrieve the closure device. The patient was taken to the intensive care unit (ICU) and placed on a ventilator without ECMO. While in the ICU, a tte was performed which identified a pericardial effusion (pe). A pericardiocentesis was successfully performed. Later that day, the patient's hemoglobin progressively dropped. The patient subsequently passed away. The cause of death was due to hemorrhagic shock with diffused bleeding.

Manufacturer narrative:
Media evaluated by boston scientific medical safety: the media review report concluded: two (2) fluoroscopy video loops and 8 tee still images submitted for review. Especially in the fluoroscopy video loops the device seems uncompressed. Based on the additional images, the device seems to be placed proximally and the device measurements are not taken at the maximal shoulder diameter and are underestimated. Based on the limited media submitted, it is likely that the low compression and proximal position contributed to the device embolization soon after implant.